Event description:
The customer stated that her breeze2 meter was reading around 100 mg/dl higher compared to another reading. The customer was not able to provide the actual readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.